Event description:
The suspect device showed some variation when compared with the lab the results are as follows: inratio was n/a 3.3, 3.8, 3.9, 4.9 and 6.0 corresponding lab esults were 2.75 na, 2.86 3.06, 3.45 and 3.72 respectively. No treatment was administered based on the results of the inr test. Further follow up to be performed.

Manufacturer narrative:
Per tr 0150, the calculated mean of the inratio meter and comparative system inr is 3.33. The confidence limits for this mean are 1.9- 4.6 the reported inr values from the complaint were 2.86 and 3.8 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required. The calculated mean of the inratio meter and comparative system inr is 3.48 the confidence limits for this mean are 2.0 5.0 the reported inr values from the complaint were 3.06 and 3.9 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required. The calculated mean of the inratio meter and comparative system inr is 4.18 the confidence limits for this mean are 2.46-6.1 the reported inr values from the complaint were 3.45 and 4.9 both values are not considered discrepant within the context of the documented variability for inr testig. Therefore no further testing is required. The calculated mean of the inratio meter and comparative system inr is 4.9 the confidence limits for this mean are 2.8 7.2 the reported inr values from the complaint were 3.72 and 6.0 both values are not considered discrepant within the context of the documented variability for inr testing. Therefore no further testing is required.

Event description:
The suspect device showed variation when compared with the lab. The results are as follows: inratio was n/a, 3.3, 3.8, 3.9, 4.9, and 6.0. Corresponding lab results were: 2.75, na, 2.86, 3.06, 3.45 and 3.72 respectively. No treatment was administered based on the results of the inr tests. Further follow-up to be performed.